Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the card cage unit involved with this complaint and completed the device evaluation. Failure analysis investigations could not replicate the customer reported complaint. The card cage was installed and tested on the pca [printed circuit assembly] test system. The system started up without any error, with good image, and good audio. All tests that were performed passed. The card cage remained on the test system for 8 hours in normal operation; while testing other boards, and it performed without any issue. No arm moved suddenly.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, there was non-intuitive motion of universal surgical manipulators (usm) 3 around 35 minutes into the procedure. It was noted that the usm was holding a bipolar instrument and started to move along, performing circles of about 4cm in diameter. It was also reported that all arms were not responding as expected, when in following mode. Movements were noted to be sluggish, and/or non-intuitive. No external action was done at that moment, no instrument change, or endoscope cleaning. The technical support engineer (tse) reviewed the live logs and found no related errors. The procedure was aborted post-anesthesia and port placement. There was a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed the issue occurred during the procedure. The system was inspected every day, per protocol. The customer didn¿t see any damages. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The customer saw arms moving without control. There was no instrument-to-instrument or system arm-to-arm interference. No collisions were noted. The issue was persistent over two different days. The customer changed the endoscope when the issue occurred. The drape is not available for return. The issue occurred almost at the end of the procedure. As this issue occurred during two procedures, one procedure was aborted and the other was completed with another endoscope. There were no post-operative complications.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was not able to reproduce the issue. The fse replaced the patient side cart (psc) per the customer reported problem of unexpected movement. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint and failure analysis is in progress. The complaint regarding non-intuitive motion was not confirmed based on the field evaluation. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the universal surgical manipulator (usm) moved with unintuitive motion (e.g., the instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). The customer aborted the procedure after the start of the procedure due to the unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.